Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2008. While the surgeon was attempting to implant the device, the mesh tore. This occurred when the surgeon was trying to go deeper into the issue and when he pulled it out and backed it up. The procedure was successfully completed with a second sling device in the same position with no adverse pt consequences. The surgeon opines that the contributing factor to the mesh ripping was torquing too much when pushing the device in.

Manufacturer narrative:
Mesh torn not - conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.